Event description:
Report received from (B)(6) stating that the device does not rotate when pressure is applied to the perforator. The problem occurs when device is used with the csr60. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).